Event description:
It was reported that concerns were raised regarding competitive sensor pacing in this implantable cardioverter defibrillator (ICD), prompting a review request. Technical services (ts) analyzed the event and determined that ventricular fibrillation (vf) was possibly triggered by premature ventricular contractions (pvcs), or sensor pacing into ventricular tachycardia (vt), or both. The device subsequently detected the vf, delivering one anti-tachycardia pacing (atp) burst and one shock, successfully restoring normal rhythm. Ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.